Manufacturer narrative:
(B)(4)

Event description:
The clinician contacted technical services when an asymptomatic (no symptoms) patient presented in clinic during follow-up in backup vvi. Due to battery status further trouble shooting could not be performed. The clinician will discuss changing the device out with the physician. No intervention had been reported.

Event description:
On 11/30/2016 new information; clinician (B)(6) states that the device was explanted and replaced successfully, no symptoms for patient prior during and after procedure.